Event description:
The initial reporter received questionable ise indirect gen.2 na, cl, and k results for 5 patients tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial results were na 114 mmol/l, k 4.1 mmol/l, and 80 mmol/l. The patient's repeat results were na 131 mmol/l, k 4.8 mmol/l, and cl 93 mmol/l. Patient 2's initial results were na 116 mmol/l, k 3.7 mmol/l, and 76 mmol/l. The patient's repeat results were na 138 mmol/l, k 4.8 mmol/l, and cl 91 mmol/l. Patient 3's initial results were na 112 mmol/l, k 3.2 mmol/l, and 77 mmol/l. The patient's repeat results were na 135 mmol/l, k 4.0 mmol/l, and cl 94 mmol/l. Patient 4's initial results were na 118 mmol/l, k 3.5 mmol/l, and 86 mmol/l. The patient's repeat results were na 139 mmol/l, k 4.4 mmol/l, and cl 101 mmol/l. Patient 5's initial results were na 116 mmol/l, k 3.3 mmol/l, and 81 mmol/l. The patient's repeat results were na 140 mmol/l, k 4.2 mmol/l, and cl 100 mmol/l. The customer determined the repeat results were correct. The na, cl, and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer changed a solenoid valve and the degasser and cleaned tubings. He performed qc and the reuslts were within the acceptable range. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.